Manufacturer narrative:
The device was returned and evaluated. A visual inspection was performed on the returned device. The implant was returned, but not in the original package. The implant was verified to be an inclusive tapered implant 3.7 mm x 10 mm x 3.5 mm (70-1070-imp0006) using the radiographic template (gd-437-091015). The returned implant had no defect or non-conformity and the threads were intact. Bone debris was observed from the implant. A device history record (DHR) review showed no evidence that a product defect or non-conformity contributed to the reported issue. The device met all the criteria called for in the production router. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3023579 rev 3.0 (inclusive dental implant system) states: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also states "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has been returned, but the investigation has not yet begun. Once the investigation has been completed a supplemental report will be submitted. Patient's weight was asked, but unknown. Patient's ethnicity was asked, but unknown.

Event description:
It was reported that an inclusive tapered implant 3.7 mmd x 10 mml x 3.5mmp failed to osseointegrate. There was pain and the implant site was reported to be slightly inflamed. The implant was placed into tooth # 5 on (B)(6) 2019 and was explanted on (B)(6) 2019. The implant site has type I bone quality. The patient has no relevant medical or dental pre-existing condition. There was no abnormality observed with the implant itself.